Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter, the patient's wife, contacted animas and alleged the following: blood glucose (bg) levels have been running 500-600'smg/dl since early this morning. Site was changed late last night, and then again this morning when bg read 600 mg/dl+. At that time, cannula was noted to be bent at almost 90 degrees. Site was changed again twice after that and no issues were noted with cannulas. Site was moved from abdomen to leg. At 5:30pm today bg read over 600 mg/dl. Injection was given per health care provider (hcp) instructions, and then at 6:50 bg was 560 mg/dl. Checked at end of call, and down to 530 mg/dl. Symptoms of excessive thirst and frequent urination are reported. Son confirms that basal settings are correct. Tdd calculates correctly based on rates. No significant alarms in history. No alarms at all today. Bolus history shows all boluses completed. Pump not suspended, prime history correct according to when cartridge was changed. Basal history and tdd are correct per son. No changes in diet, weight, health, medication or activity, per family. Basal rates adjusted about 6 weeks ago. Cts found bolus history shows all boluses completed. Pump not suspended, prime history correct according to when cartridge was changed. Patient is receiving injections in addition to pump therapy at hcp's instruction. Cts instructed patient and family to continue to be in touch with hcp, and to inform her that no issues were found with pump. Educated that it could be related to site issues, but it is unclear since second site did not appear to have a bent cannula. Instructed family to discuss with hcp whether or not patient should go to alternate delivery method entirely, since there are no obvious issues with pump. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the pump may have contributed in some way to the blood glucose incident.